Manufacturer narrative:
Following the incident, a ge healthcare service engineer came on site to inspect the ventilator, and to collect the machine logs. The ge healthcare service engineer found that the ventilator did not pass checkout and required a new exhalation valve. Once replaced, the ventilator passed checkout. The ge healthcare service engineer confirmed that both the primary and secondary speakers were found to be fully functional, and the alarm volume at the time of the incident was set to 5, the maximum volume setting. Machine logs from this ventilator were sent to ge healthcare engineers for review, with two main findings identified during this analysis: (1) the patient circuit disconnected from the ventilator on two occasions. On the second occasion, the user reported that the ventilator did not alarm. The machine logs show that two separate patient disconnect alarms that occurred, the first incidence of 17 seconds long at 10:54 pm on (B)(6)2020 and the second incidence of 28 minutes long an at 12:45 am on (B)(6)2020 . The machine logs indicate that the ventilator displayed the appropriate alarms during both instances of the circuit disconnect; (2) the system failed checkout and a new exhalation valve was required. The exhalation valve is a powered valve which controls gas exhaust from the breathing circuit on the expiratory side. Any failure of this valve could not lead to the patient circuit physically disconnecting from the ventilator and therefore could not have been the cause of the alarm. Machine logs and testing by the ge healthcare service engineer confirmed the ventilator operated as intended.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that a staff member discovered that the patient had become disconnected from the ventilator with no alarm. The patient experienced ventricular fibrillation. The patient was stabilized.